Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 stroke - undetermined serious injury event for the sapien 3 ultra resilia transcatheter heart valve in the mitral position. The "time to event" (tte, in days) for this event was 0.0. The device identification (di) numbers for edwards sapien 3 ultra resilia transcatheter heart valve are: (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during transcatheter interventions are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events, which will present in patients undergoing transcatheter valve replacement as well as tmvr interventions. A previous analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between transcatheter valve replacement and avr patients, and no expected differences in tmvr patients. Potential contributors to early strokes in tmvr patients may include patient comorbidities, device manipulation in calcified and/or atherosclerotic anatomy, and the use of anesthesia and/or cardiopulmonary bypass. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2024 data extract for mitral serious injury events for the sapien 3 ultra resilia valve. This report summarizes 1 stroke - undetermined serious injury event for the sapien 3 ultra resilia transcatheter heart valve. The age range for these events is 77 years. The breakdown for gender is as follows: 1 female.